Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (f1505702) indicated that the device lot met all established performance criteria prior to shipment. (B)(4).

Event description:
The following information was reported: the balloon lost pressure during pullback. Manual compression was applied for 30 minutes. The patient was not hospitalized. In the doctor's opinion, the event was caused by the mynx device/mynx procedure because there was minimal disease following groin shot but the balloon lost pressure on pullback. Procedure type: intervention peripheral stick location: common femoral artery vessel size: 6mm.